Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation. Based on the 2 pages of medical records information, it appears that on (B)(6) 2015, this patient had a peritoneal dialysis fluid culture that had an elevated white blood cell count. According to the patient, she had been draining slowly since arriving from her trip in (B)(6). The patient admitted to re-using her supplies instead of changing them daily. According to the peritoneal dialysis registered nurse (pdrn), the patient had been on antibiotics and not hospitalized. Pdrn indicated they could not pinpoint how the patient contracted peritonitis. Medical records did not contain dialysis treatment records, progress notes, physician orders, medication records or additional lab results for review. There was no documentation in the medical record that indicates a causal relationship between the patient's peritoneal dialysis products and her peritonitis.

Event description:
A peritoneal patient (pd) reported developed peritonitis. On (B)(6) 2015, the patient had a peritoneal dialysis culture that revealed a white blood cell count of 12,899. The patient was treated with antibiotics for approx. 2 weeks. The patient's peritoneal dialysis registered nurse (pdrn) reported she could not pinpoint how the patient contracted peritonitis and that the patient is still on the antibiotic regimen.

Manufacturer narrative:
The complaint sample was not available and the lot number for the product involved was unknown. A sales and shipping search to the client within the time frame of three months before the date of occurrence, demonstrated that no product was available from the lots as they had been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.